Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown ufn ø9 l420 tan green-nail/unknown lot number. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Typo correction: an attempt to extract with an incision 1/3 lower tight should have read "thigh"

Event description:
Device report from synthes europe reports an event in (B)(6) as follows:it was reported that the nail broke at the distal extremity in the patient femur fracture of diaphyseal femur. A decision was made to put in a full nail. The insertion of the nail, passage area fracture, x-ray showed it was the wrong position of the nail, the nail was removed for repositioning. In observation, an attempt to extract with an incision 1/3 lower tight. Repositioning of another nail went ok. The metallic fragment remained in situ with reserve but no clinic consequence to date.